Event description:
It was reported that the drain bags are leaking. Per follow up via phone on 05july2023, the urine will come back up the tube instead of flowing into the bag. Patient had troubleshooting done.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube / kinked tubing". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bard® dispoz-a-bag® leg bag with flip-flo¿ drainage valve. A vinyl leg bag to be used with male external catheters, foley catheters or most other types of urinary catheters. Sterile unless package is opened or damaged. Directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Bard® dispoz-a-bag® accessories: leg bag holder 1-3/4¿ wide leg bag strap ¿ deluxe fabric leg bag straps extension tubing contact c. R. Bard, inc. (B)(6) for information on these and other accessories.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.